Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an endoscopic esophageal dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was being inflated without problem on the first inflation; however; the balloon ruptured. Reportedly, it was not confirmed on how much pressure was applied when the balloon ruptured. The procedure was completed at this time. There were no patient complications reported as a result of the event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an endoscopic esophageal dilation procedure performed on (B)(6), 2021. During the procedure, the balloon was being inflated without problem on the first inflation; however; the balloon ruptured. Reportedly, it was not confirmed on how much pressure was applied when the balloon ruptured. The procedure was completed at this time. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block e1: e1 facility name: (B)(6) block h6: problem code a0402 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with the scope, the technique used by the physician or any other surface during the procedure that could have created friction, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.